Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced intermetatarsal nerve compression particularly in 3-4 interspace and 2-3 interspace. There was also a neuroma in 3-4 space. Approximately 2 years post initial operation, the surgeon performed an excision of the morton's neuroma 3-4 intermetatarsal nerve and decompression of the 2-3 intermetatarsal nerve. The device remains implanted. The outcome is considered resolved. No further information available.